Manufacturer narrative:
Evaluation summary: it was reported that one bravo ph capsule failed to attach to the patient's esophagus. One bravo ph capsule delivery device was received for investigation. The capsule was not attached to the delivery device and was not received for investigation. Visual inspection did not reveal any damage, and the device appears to have functioned within specification. Investigation conclusion for the failure to attach is that the plunger was not pushed to the end, which is due to mishandling. Additionally, a review of the device history record was performed and indicates that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a bravo capsule which failed to attach. There was no harm to the patient, no intervention was required and no repeat procedure was performed. There was nothing unusual about the patient or the procedure, and an endoscopy had been performed prior to the bravo procedure and showed the esophagus to be normal. The defective device was returned for investigation.

Event description:
According to the reporter the bravo capsule failed to attach. No patient harm. The device will be returned for investigation.